Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent low blood glucose (bg) events, however, a specific value was not provided. Contact alleges the pump is over delivering insulin based on customer's logbook on t:connect. Review of pump data logs by tandem technical support verified that the pump is delivering appropriate basal rates based on the customer's settings. Contact maintained belief that the pump was over delivering insulin.